Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
*It was reported that the insulin pump alarmed motor error during bolus. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 179 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted on the display. No motor error alarm or lost sensor alarm could be verified, and the occlusion test could not be performed due to a button anomaly. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.